Event description:
It was reported the physician had difficulty interrogating an implantable device. The programmer rf (radio-frequency) head was changed, but the same problem occurred. A software-related issue was suspected. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the printed circuit board (pcb) was out of electrical specification. As a result the pcb was replaced and calibrated. (B)(4).